Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient had trouble keeping the device charged and stated it wouldn¿t hold a charge. The rep tried talking to the healthcare provider (hcp) about the case on (B)(6) 2020 and was unable to get any details until the day of surgery. The hcp wanted the patient to have a new battery and didn¿t want the patient receiving a primary cell battery. The rep was not informed of any issues until the day of surgery (B)(6) 2020. The issue was resolved. No further complications were reported.